Event description:
The user facility reported a 64-year-old female with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) displayed a console failure/error alarm. The support continued despite the malfunction. The aic was returned for evaluation once patient was off support.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation into the aic - controller error (yellow alarm) issue has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. The failure was unable to be reproduced. Found a hair crack in the purge retainer which is unrelated to the reported failure. The root cause for the controller error was not determined due to the inability to reproduce.